Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal es was deployed. The pt developed pedal pushes one hour post deployment. An arteriogram was performed which revealed a "very large clot filling a significant portion of the right superficial artery, through the popliteal artery. Significant arteriosclerotic changes were also identified within this circulation. The clot appears to extend into the anterior vertebral artery." The pt was transferred to another hosp for a CABG surgery and no further details are known regarding the status of the pt.